Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmissions revealed that they were caused by noise. The device was reprogrammed which resolved the issue. The patient was in stable condition.